Event description:
Complainant alleged that during training by facility staff, the device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (primary UDI #). The g5 adult pads were returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to faulty pads. The pads were scrapped after testing and the customer was sent a replacement set. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.